Event description:
The pt reportedly experienced loss of lock with internal device. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the device is not functioning. Surgery to explant the pt's device has been scheduled.